Manufacturer narrative:
Samples from the patient were submitted for investigation and the anti- hbs results for all three samples were positive. The result for all three samples were negative on two competitor systems. A specific root cause could not be identified. The issue may be due to a sample specific interference of unknown character. Product labeling documents a specificity of 99.8%. Therefore, false positive results can occur.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable antibody to (B)(4) results for one patient sample. The initial result was 373.0 iu/l (positive) with reagent lot 184905. On (B)(6) 2015 the sample was repeated with reagent lot 186229 and the result was 216.2 iu/l (positive). On (B)(6) 2015, the sample was tested at another site on an abbott architect analyzer and the result was 2.5 mui/ml (negative). The sample was also tested on vidas biomerieurx and the result was 9 mui/ml (equivocal). The results were reported outside the laboratory. The patient was not adversely affected.